Event description:
It was reported via repair work order that the safety bar was sticking due to needing lubrication.no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.